Event description:
It was reported that pump battery did not charge despite use of tandem charging cable, wall adapter, confirmed working outlet, and attempts with different adapters and cables, and there was a power source alert in pump history but no shutdown or inability to turn pump back on. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to allow pump battery to fully deplete, to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, and technical support arranged shipment of replacement pump and instructed customer to return problematic pump using prepaid label within 10 days.